Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to reload the same cartridge without further issues.